Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a chipped ultrasound. The event occurred during a diagnostic endoscopic ultrasound-guided fine needle aspiration (eus-fna) procedure. There were no reports of patient harm.